Event description:
It was reported that a patient was seen in the emergency room due to receiving shock therapy from their implantable cardioverter defibrillator (ICD). The physician deemed the therapy as an inappropriate shock due to non-sustained ventricular tachycardia (vt). The device remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 4076 implantable pacing lead, implant: (B)(6) 2013. (B)(4).